Manufacturer narrative:
One (1) test strip was provided for investigation and was tested using a reference meter and a retention control. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.9 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with (B)(4) compared to an unknown laboratory method. The laboratory result at 11:10 am was 2.9 inr. The meter result at 2:48 pm was 4.0 inr. The therapeutic range is 2.5 to 3.5 inr and testing is performed twice a week.